Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up in clinic, the patient complained of pain in the pocket area. Upon entering the capsule and pocket debridement on (B)(6) 2018, insulation damage on both right atrial and right ventricular leads was noted. The leads were repaired using medical adhesive and new suture sleeves around the affected insulation areas. No product was removed or replaced. After the procedure, the device was found to be in backup vvi during interrogation. Device download was performed successfully. The patient was asymptomatic throughout the process and was discharged home in stable condition.